Manufacturer narrative:
(B)(4). The investigational analysis has been completed. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area. Also bumps were observed at the catheter tip lumen and a scratch with metal exposed which during an x-ray analysis, it was determined that it was the t-bar which slid down and crossed the catheter lumen. It is also likely when the t-bar slid down, it applied stress to the section and contributed to the peek housing cracked. An internal corrective action has been opened to investigate the peek housing issues. Due to the t bar was out of place, deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding a deflection issue has been verified. Internal corrective actions have been opened to investigate the t bar was out of place and the peek housing issues.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was initially reported that the catheter could not be deflected as intended. The catheter was exchanged to resolve the issue. The procedure was completed with no patient consequence. Since the user will not be able to use the device and will have to replace it, the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed to not reportable. The biosense webster failure analysis lab received the catheter for analysis and noted on december 2, 2015 that the peek housing and tip lumen transition was cracked with reddish brown material inside the area. The tip lumen had bumps and a scratch about 6mm from the transition with peek housing with metal exposed. The opposite side had bumps on the tip lumen about 8.5mm from the transition with peek housing with no metal exposed. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. The peek housing and tip lumen transition was cracked with reddish brown material inside the area and the bumps on the tip lumen about 8.5mm from the transition with peek housing with no metal exposed were assessed as not reportable. The catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The tip lumen with bumps and a scratch about 6mm from the transition with peek housing with metal exposed was assessed as a reportable malfunction. The catheter integrity was not maintained and the internal components are exposed to the patient. The awareness date was reset to december 2, 2015.

Manufacturer narrative:
Additional clarification was received on december 24, 2015 on the returned catheter condition. This returned catheter condition was not noticed prior use or after withdrawal of the catheter. The sheath used was not known. There was no difficulty in removing the catheter from the patient. (B)(4).